Event description:
The customer reported the ventilator alarmed and displayed da pcba adc (data acquisition/ printed circuit board assembly/ analog digital converter) failed vent inop occurrences. The customer reported the device was in use, but there was no patient harm reported.